Event description:
The customer reported she was hospitalized for diabetic ketoacidosis. Customer's blood glucose was 630 mg/dl. Troubleshooting was performed. Customer's symptom was vomiting. Customer was not involved in a car accident. Customer was released and is working with endo to fix the issue. The insulin pump was worn during hospitalization. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.